Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate that the staple line was bleeding. A new device was used to complete the procedure.

Manufacturer narrative:
D9; h2,3,6; g4: added additional information. D5,6; h4: information not available, device not returned for analysis.